Event description:
The customer reported that a pump malfunction had occurred, and they reset the pump prior to calling technical support. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.